Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a few times the clips did not feed into the jaws and on one of the firings the device fired a pear shaped clip. Sutures were used to complete the case with no patient consequence. The device was discarded.